Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error occurred while loading the cartridge. The customer smelled insulin and the cartridge was loose. Multiple cartridges were used. Alarm did not reoccur. Blood glucose (bg) was 224 mg/dl. Boluses were delivered to address bg.